Event description:
The device was implanted in 2003. Approximately six months after implantation, the plantiff suffered a fall and x-rays revealed a broken screw. In 2004, the patient underwent surgery to remove the femoral fixation system and it was discovered the plate was broken into two pieces.